Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found a tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the universal seal rubber part inside of the cannula was damaged. The procedure was completing as planned with no reported injury.